Manufacturer narrative:
The allegation 3 of 4 leads could not be removed during a system explant was not confirmed. This issue cannot be confirmed with product testing. The lead was returned cut and incomplete; consistent with the event details that the 3 of 4 leads were cut and left implanted. Only 13.5cm of a terminal end segment was received. Visual inspection did not identify any instrumentation damage or broken wires. Continuity testing of the lead segment did not reveal any electrical opens. No physical or functional anomaly was observed that would contribute to reported issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. It is unknown which 3 leads remain in the patient.

Event description:
Related manufacturer reference number: 1627487-2020-32129. Related manufacturer reference number: 1627487-2020-32132. Related manufacturer reference number: 1627487-2020-32138. It was reported that the physician was unable to pull free the patient's leads during an explant procedure (related manufacturer reference number: 1627487-2020-32087). Surgical intervention is anticipated to remove the remaining leads.